Event description:
It was observed that during the device evaluation, the rigid video scope exhibited component failure of the main body and component failure of electronics components. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: general degradation of main body and electrical components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.